Event description:
Caller states that the inform base unit does not charge the meters. Upon review by the manufacturer's investigation unit, the base unit was found to have melting/burning on the connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.